Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 600 mg/dl. The mother stated that the customer treated his glucose level with manual injections, and his glucose level still did not drop. The mother stated that the customer was using the insulin pump therapy and his blood glucose level are fine. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.